Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) popped before deployment of button one. Hemostasis was achieved by manual compression. There was no reported patient injury. The user was mynx certified. A 6f non-cordis sheath was used. The common femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild to no vessel tortuosity. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The device will not be returned for evaluation because it was discarded. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is difficult to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (although it was not reported if there was calcification within the vicinity of the puncture site) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped before deployment of button one. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is mynx certified. A 6f non cordis sheath was used. The common femoral artery's suitability was verified on angiography), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild to no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.